Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. The customer replaced the gas delivery system and the philips field service engineer replaced the blower motor to resolve the system leak and pressure accuracy issues. The unit was fully operational. The unit was returned to service.

Event description:
The customer reported that the unit failed pressure accuracy and system leak tests. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17jun2019. Date rec'd by MFR: 14jun2019. Visual inspection of the blower assembly revealed anomalies. The failure investigation (fi) technician performed testing of the blower assembly and was unable to replicate the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.